Event description:
A malfunction on the pump was reported by the caller, identified by a malfunction 6 code. There was no reported impact on the customer¿s blood glucose level, as no blood glucose issues were mentioned. Tandem technical support decided to replace the pump. The customer was advised to put the pump into storage mode before returning it using a pre-paid label provided by ups. A replacement pump with updated software was sent, and the customer acknowledged the steps to take upon receiving it.